Event description:
The event is reported as: complaint reported as the length of the device is too long. Customer indicated that the length contributed to difficult placement of the tube in a safe correct position in order to maintain an airway. No patient injury reported.

Manufacturer narrative:
The device has been requested but not received yet. The results of the investigation are not available at the time of this report. A follow up report will be sent when completed.